Manufacturer narrative:
(B)(4). Date sent: 05/12/2023. D4: batch # 530a00. Additional information received: a very strange sound ¿tick¿ is heard when they squeezed the handle (already handle to handle) for the first time. It made them felt weird but still believed that the cutting was made successfully. After that they found the colon were twisting when they started to disengage the anvil. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. In addition, a tyvek was received along with the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The described event could not be confirmed as the device performed without difficulties. A manufacturing record evaluation was performed for the finished device batch number 530a00, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/10/2023. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Could you please clarify how long was the delay (hours/minutes)? 2. Could you please clarify if there were any patient consequences? 3. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low anterior resection, the doctor found that the tissue could not be successfully cut after he received audible feedback from the cdh. He then decided to turn the rotation knob anti-clockwise and turned the rotation knob in clockwise direction again. He squeezed the handle one more time to 'refire' the cdh29a. He then found the tissue was successfully cut. After release the anvil by rotating the rotation knob, he removed the cdh29a from patient and found there was leakage near the conjunction. He finally needed to use suture to fix the leakage. The procedure was delayed by an unknown amount of time. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 04/12/2023. Additional information received: corresponding nurse reflected that surgeon found there was leakage near staple line. And they needed to do hand-sew to fix the leakage spot.